Event description:
The customer originally returned his olympus hd autoclavable camera head because he found multiple cracks on the camera head during procedure preparation. According to the initial reporter, the button functions and image were both still good. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation it was discovered that the coupler had corrosion present. This report is being submitted to capture the corroded coupler found during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A crack was found in the camera head. Additionally, there was a leakage coming from the remote switches due to a cut. Also, the coupler had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. This information has no impact on the investigation results provided on the previous report. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that the intended procedure was a therapeutic and was completed using another olympus imaging system. According to the initial reporter, the patient's health was "alright".

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed corrosion of the coupler. The specific root cause of the corrosion of the coupler could not be determined at this time. The event can be prevented by following the instructions for use which state: ¿dry the external surfaces of the camera head by wiping with a clean lint-free cloth(s).¿ olympus will continue to monitor field performance for this device.